Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported material deformation were able to be confirmed. The reported difficulty to position was unable to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced interaction with the guideliner and/or interaction with the previously implanted stent resulted in reported difficulty to position and the reported physical resistance. Interaction/manipulation of the device resulted in the reported flared stent strut and the noted torn balloon material, thus resulting in the reported inflation issue as the compromised device was attempted to be inflated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Reportedly, there was resistance advancing a 2.0x18mm xience alpine stent delivery system (sds). It is unknown if the resistance advancing was with an unknown previously implanted stent or the guidliner. An attempt to place the stent was made; however, the balloon failed to inflate. The sds was removed without issues and it was noticed that the distal stent struts were flared. The procedure was successfully completed with a new 2.0x18mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.